Event description:
During preparation for use for a cardiopulmonary bypass procedure, a failed power supply was found. The backup power supply remained functional. There was no reported adverse consequence to the patient as a result of this event.